Event description:
Information received noting that the worsening depression is possibly related to stimulation/device and the outcome for this event is not recovered/resolved.

Event description:
Information received noting that the outcome for this event is now recovering/resolving.

Event description:
Additional information received noting that the reported worsening depression now has an outcome of 'recovered/resolved'.

Event description:
Patient complained of worsening depression at their final titration visit and intervention was taken. No other relevant information has been received to date.